Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was respiratory failure, brain failure, uncontrolled diabetes, and urinary tract infection. The caller stated that, fourteen years ago, the customer had a diabetic coma. The customer had kidney failure and stroke. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller did not know how long the insulin pump had been disconnected. The customer's health care provider took the customer off insulin pump therapy in order to manage her diabetes; gave her four weeks to get it regulated and then to go back on insulin pump therapy. The customer used sensors; however, a sensor was not worn at the time of death. The caller agreed to return the insulin pump for analysis.